Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a peripheral arterial occlusive disease interventional procedure with a 6f sheath. Reportedly, the device got stuck in the patient. The device was removed via the safety release. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to remove include, device stuck on tissue, release of the thumb advancer via the access ports which helps the removal of the device or incorrect tissue track preparation. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - patient selection